Event description:
In late (B)(6) 2012, it was reported that telemetry confirmed a critical alarm occurred due to motor stall. Four days later, it was reported that it had turned back on over the weekend and that the patient was scheduled to see the hcp on (B)(6) 2012. The patient had experienced slight increased pain then went back to normal relief. On (B)(6) 2012 it was further reported that the patient had scheduled appointments for the last 2 days and missed each one. Per the reporter the hcp had spoken to the patient every day and she reported she was fine, using her ptm and the motor stall was over. In late (B)(6) 2012 it was noted that the patient had been in for a pump refill and the hcp ran a log check and indicated everything resumed as normal. Per the managing hcp, "there had not been any more motor stalls since", "they did not know what caused it" and "so far so good." In early (B)(6) 2012, it was reported that the patient's pump had stalled again and the stopped pump period may exceed tube set. It was indicated that the patient was in the hospital for pneumonia and was feeling "bad all over." It was noted that the stall never recovered and the pump was replaced. The patient was reported to be doing well with the new pump. The pump delivered dilaudid.

Event description:
Additional information received device was discarded by pathology.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: unknown. Ptm programmer: serial # unknown. (B)(4).